Event description:
Per the implant records, the patient was reported to have a history of left lower extremity deep vein thrombosis (dvt) in the setting of left knee surgery which was followed by a pulmonary embolism (pe) in a postoperative setting . Due to further knee surgeries being planned with many months of recuperation, and given the history of venous thromboembolism, the patient was referred for placement of the ivc filter. The right groin was prepped and draped in the usual sterile fashion. Access to the right femoral vein was obtained via modified seldinger technique and then an introducer sheath was placed. The ivc filter sheath with the dilator was inserted for visualization of the renal veins, and a pressure injection was performed under digital subtraction angiography, with failure to identify the renal veins. The dilator was then removed and a catheter was used and inserted to selectively cannulate the renal veins with angiography. After identifying the renal veins, the ivc trapease filter was introduced and deployed below the renal veins. Final angiography showed good apposition of the filter with the caval walls. According to the medical records, the patient was reported to have a history of knee injury with chronic edema to the leg requiring arthroscopy, and was diagnosed with deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed prior to undergoing a surgical procedure on the knee. The patient decided to go off anticoagulation and developed severe back pain six months later. Approximately sixteen months post implant, the patient presented with leg pain and weakness. A computerized tomography (CT) scan was performed and showed complete thrombosis of the ivc beneath the filter, extensive thrombus throughout the length of the iliac and femoral veins. A small exophytic right kidney cyst was also observed. It was noted that the patient was off coumadin at the time. The patient was to be transferred to another facility for probable thrombectomy, however opted not to. Approximately eighteen months post implant, the patient presented with leg numbness and back pain. A CT scan of the abdomen was performed. Results of the scan noted an ivc filter in place, partially occlusive thrombus in the left superficial femoral vein. Clot burden overall improved since prior study. Approximately two years post implant, the patient presented with chest pain. Approximately four years and ten months post implant a duplex ultrasound of the bilateral lower extremities was performed for swelling of limb. Results of the exam noted no evidence of deep vein thrombosis. A CT angiogram was also performed and noted ivc filter present with no evidence of caval or iliac vein thrombus or may thurner syndrome, a varicocele was present. Six days later, the patient was seen in consultation for suspected may-thurner syndrome. The consulting physician noted there was no evidence of may thurner anatomy and the type of filter was thought to be a "trapease". It was noted that the patient was to visit an urologist for varicocele and testicular pain. About six years and eleven months after implantation, the patient had a consult for possible removal of the ivc filter. The consulting physician indicated that the filter should remain in place unless filter related complications occur. Approximately eight years and two months post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan noted the filter is in the infrarenal position and tilts 18 degrees. All 6 struts perforate the ivc wall by 1-2mm and into surrounding fat. A right kidney lesion was also observed. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts, 1-2mm, outside the inferior vena cava (ivc) and filter tilt, 19 degrees, becoming aware of these events approximately eight years and three months after the filter implantation. The patient further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused filter tilt and perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter struts, 1-2mm, outside the ivc and 19-degree filter tilt, approximately eight years and three months post implant. The patient also reported chest pain and anxiety related to the filter. According to the medical records, the patient was reported to have a history of knee injury with chronic edema to the leg requiring arthroscopy and was diagnosed with deep vein thrombosis (dvt) and pulmonary embolism (pe). The indication for the filter implant was left lower extremity deep vein thrombosis (dvt) in the setting of left knee surgery, followed by a pulmonary embolism (pe) postoperatively and the need for additional knee surgeries. The filter was placed via the right femoral vein and deployed below the renal veins, after selective angiography was used to identify them. Final angiography showed good apposition of the filter to the caval walls. Approximately sixteen months post implant, the patient presented with leg pain and weakness. A computerized tomography (CT) scan was performed and showed complete thrombosis of the ivc beneath the filter, extensive thrombus throughout the length of the iliac and femoral veins. It was noted that the patient was off coumadin at the time. The patient was to be transferred to another facility for probable thrombectomy, however opted not to. Approximately eighteen months post implant, the patient presented with leg numbness and back pain. A CT scan of the abdomen was performed. Results of the scan noted an ivc filter in place, partially occlusive thrombus in the left superficial femoral vein. Clot burden overall improved since prior study. Approximately two years post implant, the patient presented with chest pain. Approximately four years and ten months post implant a duplex ultrasound of the bilateral lower extremities was performed for swelling of limb. Results of the exam noted no evidence of deep vein thrombosis. A CT angiogram was also performed and noted ivc filter present with no evidence of caval or iliac vein thrombus or may thurner syndrome. Six days later, the patient was seen in consultation for suspected may-thurner syndrome. The consulting physician noted there was no evidence of may thurner anatomy, and the type of filter was thought to be a "trapease". About six years and eleven months after implantation, the patient had a consult for possible removal of the ivc filter. The consulting physician indicated that the filter should remain in place unless filter related complications occur. Approximately eight years and two months post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan noted the filter is in the infrarenal position and tilts 18 degrees. All 6 struts perforate the ivc wall by 1-2mm and into surrounding fat. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural details or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter tilt and perforation of the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The device was not returned for evaluation. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿complications may occur at any time during the procedure. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture and/or recurrent pulmonary embolism.¿ as no lot number or other product information was supplied a phr could not be completed. Without the return of the device, it is difficult to make a clinical conclusion between the device and the reported event based on the little information available. Without procedural films or post implant imaging available for review, the reported ivc perforation and filter tilt could not be confirmed or further clarified. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter is tilted and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.